Event description:
It was reported that on (B)(6) 2011, pt had a total left hip done and was having pain. Surgeon revised rejuvenate stem and all other parts - head, neck, cup and liner, and cemented in an exeter stem, new liner, new cup, new neck and new head on (B)(6) 2012.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat #nls-340000b, lot #38368902; trident psl ha solid back 54mm, cat #540-11-54f, lot #38118601; trident 0 deg x3 insert 36mm ID, cat #623-00-36f, lot #mkl2lw; delta v-40 ceramic head 36/+2,5, cat #6570-0-536, lot #37902903. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the devices cannot be performed as the revised devices were retained by the hosp and were not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.